Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte luer access split septum experienced device damage/deformation/cracking. The following information was provided by the initial reporter: as soon as the heart of the user facility found that a q- syte connector was opened and not used, the surface of the septum of the connector had been indented on one side and could not be used normally.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-11. Investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. The evaluation of the submitted photo and the returned sample displayed the septum was partially pushed into the q-syte top body. There was no evidence of residual septum material or adhesive deposits on the rim of the top body. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect most likely relating to a misalignment at setup. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte luer access split septum experienced device damage/deformation/cracking. The following information was provided by the initial reporter: as soon as the heart of the user facility found that a q- syte connector was opened and not used, the surface of the septum of the connector had been indented on one side and could not be used normally.